Event description:
It was reported that occlusion out of range 64.8. There was no patient involvement and the event happened during bench test. No patient injury was reported.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. During visual inspection, no labels were missing, there was a scratched screen, but the sample was in good condition. During functional testing, the pressure was tested, and the device did not activate within specification. The reported problem was duplicated. Root cause was found to be the downstream sensor. Downstream sensor was replaced.